Manufacturer narrative:
The involved device was returned to the manufacturing facility in (B)(6). Visual inspection upon receipt found the actual sample had been fractured into two pieces at approximately 155mm from the distal end where the physical property of the shaft changes. Magnifying inspection of the device found: the proximal fracture cross-section found fractured braiding wires had been bent in one direction; and of the distal fracture cross-section found that the segment adjacent to the fracture had been distorted and corrugated. Magnifying inspection of the separated distal part of the shaft found the following damage: some flaws had been generated at approx. 55, 60, 65, and 86mm from the distal end; the rim of the distal extremity of the shaft had been flared partially with a scratch generated in the proximal direction starting at the flared rim; there were some scratches generated intermittently from the distal end to 155mm to proximal; and an insertion of a factory-retained 0.035-inch guide wire into the separated shaft from its distal end failed due to the deformation observed in the proximal fracture. The outside and inside diameters of the shaft were measured on the intact segments and confirmed to be within the specifications, being comparable to that of the current normal product sample. The actual sample was cut vertically at a point adjacent to the proximal fracture and the cut cross-section was inspected under magnification. No anomaly was noted in the wall thickness. The kink resistance of the shaft was determined on the proximal braided segment and confirmed to meet the specifications, being comparable to that of the current normal product sample. A review of the device history record indicated that there were no production related problems from this lot number. A review of the complaint files confirmed that this lot has not been reported previously. There is no evidence that this event was related to a device defect or malfunction. Although the cause of the reported event cannot be definitively determined based upon the available information, the event description and appearance of the returned sample suggest it was trapped by an object at the distal point in the state of no guide wire being inserted in it. In this state, the actual sample was subjected to a torque force, which was concentrated on the transit between the proximal braided segment and the distal flexible segment where the physical property of the shaft changes, resulting in the fracture of the shaft at this point. From the available information, however, it cannot be determined when and how the actual sample was subjected to the torque force. The potential for such an event is addressed in the instructions-for-use. The IFU states: "warning: never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. Failure to exercise proper caution may result in damage to the vessel or catheter. Separation of the catheter may occur requiring retrieval in some cases." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up.

Event description:
This report is being submitted as follow-up # 1 for mfg. Report # 9681834-2014-00163 to provide additional information regarding evaluation of the returned sample.

Event description:
The user facility reported that the end part of the catheter broke off. Follow up communication with the user facility confirmed: a peripheral procedure was being conducted; the catheter broke off when pulling back through the sheath; a snare was required to remove the piece of catheter; procedure was completed and; the patient is reported doing "okay".

Manufacturer narrative:
The involved device has been returned but not yet evaluated. Therefore, the failure investigation was limited to the assessment of information provided by the user facility and evaluation of the retain sample of the involved lot number and product code combination. Inspection and testing of a sample from the reported product code found no defects or anomalies and confirmed that product performance specifications were met. A review of the device history record and shipping inspection record indicated that there were no production related problems from this lot number. A review of the complaint files confirmed that this lot has not been reported previously. Although the cause of the reported event cannot be definitively determined, there is no indication that there was any relation to a defect or malfunction of the device. All currently available information has been filed by qa at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).